Manufacturer narrative:
(B)(4). Upon conclusion of the evaluation, the device was determined to meet electrical and functional performance specification requirements. A simulated therapy was successfully completed on the device. Final testing and device calibrations were performed with no issues noted. The cause of the reported problem could not be determined and the device was sent for normal servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. The visual testing did not reveal any issues with the device. There were also no failures identified during the performance testing. The returned device met all product specifications. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. Review of device history indicates manufacture of the device is not related to the reported issue. The reported problem was unable to be verified during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
It was reported that there was something wrong with the homechoice (hc) device. The reported event was not specified any further. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.